Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving dilaudid (2 mg/ml at 0.4708 mg/day) via an implanted pump. It was reported that the patient¿s pump had been mobile within the pump pocket since it was initially implanted. The patient stated that at a recent refill visit, the provider was unable to interrogate the device because it was flipped upside down. In order to proceed with the refill procedure, the pump had to be manually flipped back over within the pocket in order to access the reservoir. Today, when attempting to interrogate the pump, it was noted that the pump was deep within the abdomen and within an abdominal fold. The reporter had to apply pressure with the communicator over the pump site in order to fully interrogate the device. The patient was taken to the or (operating room) today for a planned pump pocket revision. The physician first started by creating an incision over the existing pump pocket and dissecting down to the existing pump and prox imal catheter segment. Once he removed the pump from the pocket, he aspirated from the catheter access port with positive return of csf (cerebrospinal fluid). He then proceeded to coil the excess catheter behind the pump, placed it back in the pump pocket, and anchored the pump at all four quadrants. The incisions were then irrigated and closed, and a priming bolus was programmed post-surgery to resume the intrathecal infusion. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.